Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 MFR report:3005168196-2019-01445.   1. Section e. Box 1. Phone. Results: the jet7 was kinked approximately 47.0 and 73.0 cm from the hub. The jet7 began to stretch and fractured approximately 106.0 cm. The support coil winds were exposed at the fracture location. The distal fractured portion of the jet7 was not returned for evaluation. Conclusions: evaluation of the returned jet7 revealed that the catheter was stretched and fractured. If the jet7 is forcefully retracted against resistance, damage such as these may occur. The distal fractured portion of the jet7 was not returned for evaluation. The root cause of the resistance could not be determined. Further evaluation of the returned jet7 revealed kinks. These kinks were likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, as the physician was removing the jet7, it began to unravel. The procedure was successfully completed. There was no report of an adverse effect to the patient.